Event description:
It was reported to philips that the system did not startup at 00:00. No user or patient harm has been reported. Philips has started an investigation regarding this issue.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system does not startup. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to startup. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc. After replacement of the flexvision pc, the system was returned to use in good working order. Occurrence - but later on, 17august 2023, the reported issue reoccurred, and flexvision pc was found faulty. The fse replaced flexvision pc and the reported issue was resolved. The codes were updated based on the investigation outcome. Evaluation method code was corrected.